Event description:
Faulty/defective guiding catheter with significant hole or crack in the hub. Defect was discovered when clearing the catheter. Pt developed bradycardia from an air embolus in the right coronary artery. A new guide was exchanged and air embolus was aspirated with the new catheter.